Event description:
During a left knee replacement, a right knee prosthesis was opened, cement applied. It was noted the prosthesis did not fit properly and it was realized it was a right knee prosthesis. The right knee prosthesis was removed from the pt and the procedure was completed with a left knee prosthesis as intended.